Event description:
This was a lead extraction case to remove three cardiac leads due to cied pocket infection. The first two leads (sjm 2088 and mdt 6935) were prepped with lld-ezs and successfully extracted using traction only. The third lead (riata 1581) was prepped with an lld-ez and a 14f glidelight was used to lase. Externalized cables were noticed just past the proximal coil, so the physician upsized to a 16f glidelight and progress was steady. Progress slowed while in the atrium and a drop in the patient's blood pressure was observed. A sternotomy was performed and a 3mm hole was found in the atrium and successfully repaired. The lead was removed manually during the sternotomy. After removal of the lead, it was noted that the lead was heavily scarred and had exposed cables. The patient survived the intervention.